Event description:
Caller reported receiving a message about the pump connection being lost on their mobile app. There was no adverse impact to the customer's blood glucose level. Customer received instructions to place the pump on the charge pad and initiate it by pressing and holding the button for five seconds. Since the pump malfunctioned, a replacement pump was provided to the patient. Additionally, the customer was informed that the sensor could not be started on the mobile app if the pump was not connected or turned on.